Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a physician request was made to have data from this pacemaker analyzed as the estimated time to elective replacement indicator (eri) dropped from 6.5 years to 6 months during the month of january 2026. Data analysis confirmed the power consumption is abnormally high, and the auto threshold measurements are showing right atrial (ra) capture down to 0.1 volts (v). As such, a technical services (ts) consultant recommended replacing the device as soon as possible. Additionally, since the observed malfunction has been known to impact ra lead performance, ts recommended testing the lead on the pacing system analyzer (psa) at the time of the generator change. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Testing of the ra lead was performed pre-explant and with the psa. No anomalies were observed, and the lead measurements were in range. Visual inspection of the ra lead connector revealed no defects. Testing performed with the new generator on both the ra and the right ventricular (rv) lead was unremarkable, and no noise on the electrograms (egms) was present. Besides intervention, no adverse patient effects were reported. The patient was discharged home and will be closely monitored via the latitude remote patient monitoring system. The explanted device will be returned after a quarantine period required by the hospital.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific cannot confirm the root cause of the reported premature battery depletion associated with this pacemaker. Boston scientific technical services reviewed available device diagnostic data, which revealed the battery was depleting faster than expected, and device replacement was recommended. To date, the explanted device has not been returned to boston scientific for laboratory analysis. Note this investigation will be updated should further information be provided. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: boston scientific technical services reviewed available device diagnostic data; the device's battery was exhibiting an unexpected behavior, depleting faster than expected based on the historical daily battery voltage data. Based on these results, technical services advised device replacement. To date, this device has not been returned to boston scientific; therefore, physical analysis cannot be conducted. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically. Risk assessment: a risk review was completed and confirmed that the event of premature discharge of battery was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that a physician request was made to have data from this pacemaker analyzed as the estimated time to elective replacement indicator (eri) dropped from (B)(6) during the month of (B)(6) 2026. Data analysis confirmed the power consumption is abnormally high, and the autothreshold measurements are showing right atrial (ra) capture down to 0.1 volts (v). As such, a technical services (ts) consultant recommended replacing the device as soon as possible. Additionally, since the observed malfunction has been known to impact ra lead performance, ts recommended testing the lead on the pacing system analyzer (psa) at the time of the generator change. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Testing of the ra lead was performed pre-explant and with the psa. No anomalies were observed, and the lead measurements were in range. Visual inspection of the ra lead connector revealed no defects. Testing performed with the new generator on both the ra and the right ventricular (rv) lead was unremarkable, and no noise on the electrograms (egms) was present. Besides intervention, no adverse patient effects were reported. The patient was discharged home and will be closely monitored via the latitude remote patient monitoring system. The explanted device will be returned after a quarantine period required by the hospital.